Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device shuts down without any visible reason. Patient felt the paresthesia disappear and after checking the programmer there was no lightning symbol over the the ins picture. Patient pressed the device on from the patient programmed and the issue was resolved. This has happened 3-4 times before and the reason is unknown. Impedance measurements are in normal range. No surgical intervention occurred, nor was planned. Patient was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# unknown implanted: (B)(6) 2018. Explanted: (B)(6) 2024. Product type lead product ID 977a290. Serial# unknown. Implanted: (B)(6) 2018. Explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Th hospital informed that the revision was unsuccessful and the patient has no spinal cord stimulation system anymore.

Event description:
Additional information was received. It was reported that the lead and ins were explanted on the same day. Those products were "discharged". The lead was being returned and tracking was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that contacts 4 and 6 showed high impedances. The patient was now waiting for surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# unknown implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead product ID 977a290 lot# serial# unknown implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that ¿discharged¿ was a typing error, they meant discarded. The ins and lead were both discarded.

Event description:
Additional information received stated that review of the ins data found the ins was turned off on (B)(6) around approximately 9 am and was turned on again around 3 pm. Two additional incidents were noted in 2024 according to the ins data ¿ the ins was turned off (B)(6) and turned on (B)(6) and was again turned off (B)(6) and turned on (B)(6). However, it was noted that these incidents indicated the ins was turned off/on manually with the patient programmer. No irregularities in the ins data were identified that indicated the ins had turned off/on by itself. The impedances were within range and there were no incidents of power on reset observed. The reviewed data suggested the system was performing as intended and that the ins seemed to be turned off/on manually. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a290; serial#: unknown; implanted: (B)(6) 2018; explanted: (B)(6) 2024; product type: lead. Product ID: 977a290; serial#: unknown; implanted: (B)(6) 2018; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lead was explanted on (B)(6) 2024, the lead serial/lot number was packed with the lead for inspection. Replacing the lead was unsuccessful and they have asked but not received updates on this. The patient has no ins anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there will be further troubleshooting done when the hospital opens again in august.